Manufacturer narrative:
Concomitant medications: aspirin was prescribed from (B)(6) 2007 and ongoing. Plavix was prescribed from (B)(6) 2007 to (B)(6) 2008. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information provided by through medical affairs indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for coronary artery disease, and allergies to penicillin, sulfa and CT scan contrast. In (B)(6) 2007, the patient had a 3.0mm x23mm cypher stent placed in an unknown artery for an unknown reason. Beginning in 2008, the patient was experiencing weakness, repeat angiography was performed and according to the patient's wife "the stent was plugged up and multiple blockages were found." The event was treated with triple bypass surgery. The patient was discharged four days after surgery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. With the limited information provided it is not possible to determine an exact cause for the event, but the possible lesion characteristics and the natural progression of coronary artery disease that may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The wife of a cypher stent patient was called back after leaving a voicemail request for information regarding MRI safety with the cypher stent. In (B)(6) 2007, her husband had a cypher stent placed in an unknown vessel for "some blockage." The wife reported that beginning 2008 her husband experienced "weakness." A repeat cardiac catheterization was performed in (B)(6) 2008 and revealed that "the stent was plugged up and multiple blockages were found." Treatment was a triple bypass procedure and the patient was hospitalized for approximately four days prior to being discharged home. Additionally the wife reported that the cardiac surgeon discontinued the plavix beginning in (B)(6) 2008 because good collateral circulation had developed around the stent. Event resolved. Beginning in (B)(6) 2010, the patient experienced pain in his groin radiating to the center of his low back. Treatment reported was norco 5/325mg 1-2 tablets three times daily prn; cyclobenzaprine 5 mg 1-2 tablets every six hours; zovirax 800 mg 1 tablet three times daily; prednisolone 10 mg daily. Event is ongoing. No further information was available.